Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Per medical records: the patient reported with flat back syndrome. The patient underwent operation on (B)(6) 2013 of hardware removal, thoracic and lumbar spine; pedicle subtraction osteotomy, l3; re-instrumentation of the spine bone graft with local and allograft bone and bone marrow aspiration. Use of navigation. Per-op notes, the bone graft which was quite thick was placed over the posterior elements of the spine. Post-op patient sustained unspecified injuries. No patient complications were reported.